Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message upon scanning the adc device. On the night of 20 jul, the customer indicated that due to the error message, they were unable to obtain readings and experienced symptoms described as sweating, tired, and bad sight. The customer was able to self-treat with cola, dextro, and banana, but reported subsequently losing consciousness twice in a row. There was no further self-treatment reported, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a sensor error message upon scanning the adc device. On the night of (B)(6), the customer indicated that due to the error message, they were unable to obtain readings and experienced symptoms described as sweating, tired, and bad sight. The customer was able to self-treat with cola, dextro, and banana, but reported subsequently losing consciousness twice in a row. There was no further self-treatment reported, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.